Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device was manufactured on 04/09/2010. There were no related non-conformances. The inspection found the device operated normally and no fault could be found. All calibrations were within specifications. Unable to determine a cause of the reported complaint. During pre-repair testing, and during the repair process, this device passed all performance testing. All calibrations were within specifications. No cause could be found which would have contributed to the reported complaint. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome unit allegedly failed during surgery, it was not cutting correctly. Additional clinical follow up with the hospital indicated that the dermatome "did not give a clean cut", the initial graft was not usable, and an alternate, (available on site) device was used to complete the additional harvest of a donor graft. There was no report of increased surgical time or additional surgical intervention.